Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead displayed an out of range pacing impedance measurement of greater than 2,000 ohms. The physician intends to continue to monitor the lead. No revision or testing will be performed at this time. There were no adverse patient effects reported. Approximately 21 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.